Event description:
The patient reports experiencing intermittent lock. External equipment was exchanged, however, the problem was not resolved. Testing performed by the center confirmed that the device was not functioning. A revision surgery will be scheduled for this patient.